Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle was in back-down position as received. The sheath appeared normal. During the investigation, the guide wire patency was performed. A guide wire was backloaded and frontloaded without any problem or resistance. The hemostatic valve and exit ramp were checked and both were found normal. The probable cause for difficult to advance a sheath over a guide wire are, challenging anatomies, such as heavy calcified arteries, heavily scarred tissue or morbidly obese patient and in tight tissue tract, because of inadequate skin incision or using a smaller sized introducer sheath. It was reported that the common femoral artery is moderately calcified and mildly tortuous, which may have contributed to the reported difficulty. The prostar instructions for use (IFU states: the safety and effectiveness of prostar have not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible. Based on the investigation findings, the device performed according to specification; therefore, the cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, each device is subject to inspection and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous, moderately calcified common femoral artery was achieved with a prostar xl device, using a pre-close technique prior to an endovascular prosthesis procedure. Reportedly, the guide wire had to be re-introduced into the system as it would not pass through the hemostatic valve lock of the device. A non-abbott guidewire was used unsuccessful. Ultimately, the guidewire was reversed and used with the sharp, hard edge facing proximal creating a risk of perforating the vessel. However, hemostasis was successfully achieved with the prostar xl device. An 8f sheath was used during while deploying the prostar xl sutures and then the sheath was upsized to a 16f sheath to perform the interventional procedure. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the prostar xl device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.